Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure rermoval') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. On an unknown date, the patient experienced ovarian cyst ("ovarian cyst ") and was found to have uterine leiomyoma ("3 fibroids"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for medical device removal, ovarian cyst and uterine leiomyoma with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years after insertion of essure. On an unknown date, the patient experienced ovarian cyst ("ovarian cyst ") and was found to have uterine leiomyoma ("3 fibroids"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for medical device removal, ovarian cyst and uterine leiomyoma with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('fallopian tube perforation') and perforation ('other organs perforation') in a 49-year-old female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have uterine leiomyoma ("3 fibroids") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, ovarian cyst, uterine leiomyoma, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Lot number: 721041, manufacture date: 2010-03, and expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('fallopian tube perforation') and perforation ('other organs perforation') in a 49-year-old female patient who had essure (batch no. 721041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have uterine leiomyoma ("3 fibroids") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, ovarian cyst, uterine leiomyoma, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for ovarian cyst and uterine leiomyoma with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: new informations added: essure lot number, new reporter (lawyer) and new adverse events (chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of the fallopian tubes, other organs perforation, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). Medical device removal was added as a non-drug treatment of the 'device dislocation into abdominal cavity, device perforation and fallopian tube perforation." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("fallopian tube perforation") and perforation ("other organs perforation") in a 49 year-old female patient who had essure inserted (lot no: 721041) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of adenomyosis, uterine fibroids, joint pain, brain fog, fatigue, hot flashes, menorrhagia, alcohol use, abnormal uterine bleeding, ovarian cyst, uterine fibroid, parity 2 and gravida ii. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), ovarian cyst ("ovarian cyst"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have uterine leiomyoma ("3 fibroids"). The patient was treated with surgery (bilateral salpingectomy & laparoscopic myomectomy ovarian cystectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. No causality assessment was received for essure with regard to ovarian cyst or uterine leiomyoma. The reporter commented: that the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.947 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: the cervix was cannulated by dr. Bilateral essure coils are noted. There is no spill of contrast into the peritoneum [magnetic resonance imaging pelvic] on (B)(6) 2018: previously questioned right adnexal/right lower quadrant mass corresponds to a pedunculated uterine fibroid, as discussed above. Additional tiny intramural uterine fundal fibroids are seen associated with focal anterior uterine adenomyosis. 2. Bilateral mildly atrophic but normal appearing ovaries [pathology test] on (B)(6) 2019: the specimen container labelled "bilateral tubes with essure and comu" contains multiple pieces of tissue and three pieces of silver-coloured coiled medical devices. The first three pieces of tissue are tan, irregular and rough (0.5 x 0.4 x 0.3 cm to 1 x 1 x 0.8 cm). A portion of the coil is also seen butting out of one of the separately submitted tan pieces of tissue. The next two pieces of tissues are the two sets of fallopian tubes with associated fimbriae (8.s cm in length x up to 0.6 cm in diameter and 11.5 cm in length x up to I cm in diameter). The longer fallopian tube has a fibrous, white, irregular, firm, nodular, and bulbous proximal end through which the essure coil is extending out. Incremental sectioning reveals that the essure coil is in the proximal third of the fallopian tube. Incremental sectioning of the other fallopian tube shows the absence of any essure coil along the entire length of the tube. The portions of the coil that are separately submitted measure I to 3 cm in length. T issues are attached to two of them [ultrasound scan] on (B)(6) 2011: single ap radiograph was obtained to further assess bilateral tubal micro-inserts. The right coil has a normal appearance with smooth contour. The left coil is curled and remains suspicious for uterine penetration/perforation; on (B)(6) 2017: endometrial polyp suspected. Gynecology consultation recommended, as sonohysterography or hysteroscopy is likely warranted for further assessment. Right adnexal mass perhaps representing a pedunculated fibroid arising at the serosal margin. MRI is recommended for further assessment lot number: 721041, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: medical record received. Surgical pathology report added. Medical history, concomitant drugs, patient details & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.